Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation it was noted that the atrial lead exhibited mode switch due to noise oversensing. Programming changes were made and the patient was in stable condition.